Event description:
It was reported the patient was going through withdrawal. The patient had contacted another hcp¿s office to fill the pump as the patient¿s follow-up physician passed away and the clinic was closed down. Upon receipt of the telemetry report the low reservoir alarm date was (B)(6) 2015. The patient was instructed to go to the ER (emergency room) if necessary. Everyone was "scrambling" to try and find other follow-up physicians. It was noted that the patient¿s pump was only 8 months from eri so they would replace the pump. No drug or patient outcome reported.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).